Manufacturer narrative:
(B)(4). (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was determined that the device failed the vibration assessment. It was further determined that the bearings were worn out. It was determined that the device failed the vibration assessment due to worn out bearings. The assignable root cause was determined to be due to worn out bearing from normal use and servicing over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during a routine inspection, it was observed that the attachment device was rubbing on the drill device. It was reported that the event occurred before the patient entered the operating room. During in-house engineering evaluation, it was determined that the device failed the vibration assessment. The event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.